Manufacturer narrative:
Product event summary: the device was returned analyzed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) had no issue with sensing at vector screening prior to implant. After the implant site was cut and opened, undersensing was observed when telemetry was established with the reported device. Settings including sensitivity at maximum level were changed but the issue persisted. At screening, there was no issue with sensing for premature ventricular contraction (pvc). The implant site was decided afterwards and the reported device was implanted. However, there was no sensing observed. The icm was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.